Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they experienced peritonitis. Upon follow up, the pdrn stated the patient presented to the outpatient clinic on (B)(6) 2022 experiencing symptoms of abdominal pain, fever and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 and enterococcus faecalis was present in the culture and a wbc count of 5287/mm3. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg every day for two weeks. The patient was not hospitalized as a result of the event. It was reported that the patient had grown ¿complacent¿ regarding pd therapy by not always washing hands, not wearing a mask, or ¿not taking other aseptic precautions.¿ the patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The pdrn confirmed the patient¿s peritonitis and associated symptoms were not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn reported the patient recovered from this event and has remained asymptomatic. The pdrn stated the patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and fever. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique (or touch contamination) is the leading cause of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human gastrointestinal (gi) and genitourinary (gu) tracts. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they experienced peritonitis. Upon follow up, the pdrn stated the patient presented to the outpatient clinic (B)(6) 2022 experiencing symptoms of abdominal pain, fever and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 and enterococcus faecalis was present in the culture and a wbc count of 5287/mm3. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg every day for two weeks. The patient was not hospitalized as a result of the event. It was reported that the patient had grown ¿complacent¿ regarding pd therapy by not always washing hands, not wearing a mask, or ¿not taking other aseptic precautions.¿ the patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The pdrn confirmed the patient¿s peritonitis and associated symptoms were not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn reported the patient recovered from this event and has remained asymptomatic. The pdrn stated the patient continues ccpd therapy on the same liberty select cycler at home following this event.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they experienced peritonitis. Upon follow up, the pdrn stated the patient presented to the outpatient clinic (B)(6) 2022 experiencing symptoms of abdominal pain, fever and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 and enterococcus faecalis was present in the culture and a wbc count of 5287/mm3. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg every day for two weeks. The patient was not hospitalized as a result of the event. It was reported that the patient had grown ¿complacent¿ regarding pd therapy by not always washing hands, not wearing a mask, or ¿not taking other aseptic precautions.¿ the patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The pdrn confirmed the patient¿s peritonitis and associated symptoms were not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn reported the patient recovered from this event and has remained asymptomatic. The pdrn stated the patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Corrected information: h.6.